Event description:
It was reported that during a colonic stenting treatment procedure, incomplete deployment occurred. The "very tight" target lesion had been caused by an extrinsic metastatic tumor in the extremely tortuous sigmoid colon. After "difficult but successful" cannulation of the stricture with an unk wire, a 30/25 x 12 135 cm wallflex enteral colonic stent had been advanced to treat the target lesion and deployed. After deployment, the stent appeared "tapered" in the middle portion of the stent due to the tumor and vessel tortuosity. The physician made "several" attempts to post dilate the stent with a non-bsc balloon catheter. The area initially improved; however, the improvement was not permanent. The pt will be undergoing a secondary procedure on an unk date to implant another stent in the tapered area to treat the stricture. The physician reports that it "is doubtful anything will work with this pt" because of the stricture characteristics and case difficulty. It was reported that the device worked as intended. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis of the complaint device would not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.